Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. G4: rd061 is the neopuff spare fascia & valve assembly of rd900 neopuff and the 510(k) for the neopuff is k971695.

Event description:
A healthcare facility in australia has reported that the maximum pressure relief knob cover/ flap of a new rd061 neopuff spare fascia & valve assembly was glued to the inlet port and cannot move on a rd900aeu neopuff infant resuscitator. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject rd061 along with the rd900aeu neopuff infant resuscitator was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. Our investigation is based on the analysis of the returned device, information provided by the healthcare facility, and our knowledge of the product. Results: visual inspection of the subject device has revealed that the max pressure relief cover was stuck and could not be rotated, confirming the reported fault. The cover was removed by manipulating it side to side and a traces of glue was observed around the cover by the connection point with the port. Conclusion: the cause of the reported malfunction was due to excess glue applied to the inlet port, which did not dry properly prior to assembling the max pressure cover during manufacturing. G4: rd061 is the neopuff spare fascia & valve assembly of rd900 neopuff and the 510(k) for the neopuff is k971695.

Event description:
A healthcare facility in australia has reported that the maximum pressure relief knob cover/ flap of a new rd061 neopuff spare fascia & valve assembly was glued to the inlet port and cannot move on a rd900aeu neopuff infant resuscitator. There was no reported patient involvement.